Manufacturer narrative:
The device has been received for evaluation but analysis has not yet begun. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the 4.0x15mm herculink elite balloon expandable stent system failed to cross the lesion due to reistance with the anatomy. During removal the stent came off of the delivery system, however the stent was able to retrieved using the guide wire. The procedure was successfully completed with an unspecified stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was received.

Manufacturer narrative:
Visual analysis was performed on the returned product. The reported failure to advance was not tested as it was based on case circumstances. The stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. The investigation determined that the reported difficulties and subsequent treatment to remove the dislodged stent were due to case circumstances. It is likely that anatomical conditions contributed to the reported failure to cross and stent dislodgment. It is likely that the stent became compromised on the balloon during the failed attempt to advance resulting in dislodgment during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na.